Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.

Event description:
It was reported that the patient was admitted experiencing discomfort. Lab tests were performed and suggested an infection. The pacemaker (pm), right ventricular (rv) and right atrial (ra) leads were explanted. There was no allegation from the physician that the infection was abbott device or procedure related. The patient was recovering.